Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The device was evaluated upon receipt. Filled normally, but circulation pump had failed. Circulation pump was replaced. All three isolation circuit card connections are missing retaining rings. Pt1 has broken solder joints and pt2 has been pushed inward past the front of the card. Performed pm procedure. Tank seals dry rot cracking. Chiller ground stud needed reorienting. Serviced circulation pump, mixing pump. Replaced isolation circuit card, mixing pump. Replaced heater, manifold o-rings, drain valves, tank tubing, tank seals. Reoriented chiller ground stud. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not filling. Per sample evaluation results on 31mar2025, device had a failed circulation pump. All three isolation circuit card connections are missing retaining rings. Pt1 has broken solder joints and pt2 has been pushed inward past the front of the card. Tank seals dry rot cracking. Chiller ground stud needed reorienting.